Manufacturer narrative:
The device reported, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2047483 found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. A review of the product/print specifications found material discrepancy used during manufacturing. A visual inspection was performed and found a damaged needle. The complaint is confirmed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. The failure is being assessed for recommended actions and further evaluation regarding supplier controls are currently in progress.

Event description:
It was reported that during surgery the speedstitch needle was damaged at the end and would not pass the suture. The procedure was completed with a delay of under 30 min and a backup device was available. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.